Event description:
Additional information received that diagnostics showed ipg was prematurely depleted. As a result, patient underwent surgical intervention where in the ipg was explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The external device displayed early replacement indicator. Ipg assessment indicated that it was depleted prematurely. Troubleshooting was attempted and the ipg was optimized to provide therapy.